Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2006, 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead thresholds were varying more than two volts in measurements. The ra lead also had oversensing and undersensing. The ra lead was capped and not replaced because access into the vein was unsuccessful. No patient complications have been reported as a result of this event.